Event description:
During an implant implant attempt of the subject pacemaker into a pacemaker dependant patient, it was reported that after the connection of the ventricular lead, two effective impulse were provided and then only ineffective spikes.

Event description:
During an implant attempt of the subject pacemaker into a pacemaker dependant patient, it was reported that after the connection of the ventricular lead, two effective impulse were provided and then only ineffective spikes.